Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) tip cover accessory became stuck in the trocar when the mcs was being removed from the trocar. The customer advised that this could lead to a risk of losing the tip cover in the patient's abdomen. The procedure was completed with a backup mcs, with no reports of patient injury.